Event description:
A report was received that the patient would undergo a revision surgery because, the patient's ipg has flipped in the pocket. The patient did not want the pocket revision and chose to be explanted instead. The device was working properly prior to the explant procedure; the patient just did not want the revision surgery. The explant was successful and the patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.